Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. However, the root cause was determined due to defective inspiration valve nt. As a resolution, vyaire replaced bronze filter. Powered on unit the first time and was able to duplicate alarm. Rebooted 4/5 other times without any alarms. Field service representative (fsr) performed unit performance test/ troubleshooting and suggested to replace inspiration block. As a resolution, fsr replaced inspiratory block. Unit passed all test and runs according to OEM (original equipment manufacturer) specifications.

Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator had tf 300 - device in failsafe. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been returned for evaluation. Vyaire medical field service representative received unit logfile, analyzed logs and found tf 300, 545, and 316. Recommended insp block replacement to resolved the issue. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.